Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy caused by a lead integrity alert (lia) of the right ventricular (rv) lead due to an increase to high impedance measurement and noise. It was noted that the rv lead had a confirmed fracture. It was further reported that the patient developed ventricular fibrillation (vf) caused by the inappropriate therapy. The patient presented to the hospital with an additional inappropriate therapy, which caused ventricular tachycardia (vt). The patient was appropriate shocked again, which resolved the vt. The patient was put on percutaneous cardiopulmonary support (pcps) and reprogramming was done. The lead remains in use. No further patient complications have been reported as a result of this event.